Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :3093-28, lot# v157978, implanted: (B)(6) 2008, product type: lead.

Event description:
A manufacturing representative (rep) reported that on (B)(6) 2016 a patient had a system replacement. The patient was not getting good responses that they had hoped during the inter-op procedure. They originally were replacing the implantable neurostimulator for normal battery depletion. When the lead was tested an issue was discovered. The healthcare provider (hcp) ended up removing both the ins and lead and replacing both. The implantable neurostimulator is indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturing representative reported that the healthcare provider (hcp) had done a kidney, bladder, ureter (kub) x-ray and through that determined there was an impedance issue. The lead was replaced with the ins, as previously noted. Omitted information regarding emi and shock which is capture in (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a lead revision; the patient could not feel stimulation and it was confirmed that one of the leads was corroded and not working correctly. It was stated that both the lead and the implant were replaced. The patient stated that the revision occurred on (B)(6) 2016. It was noted that the lead broke off when the hcp was taking out the old lead and the lead fragments were left in the patients' body. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.